Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock and exhibited a code 1005, indicating a timeout during the monophasic portion of the shock due to high out of range shock impedances. Technical services (ts) advised evaluation of the right ventricular (rv) lead and requested x-rays and device data for analysis. It was noted that the patient was asymptomatic. No adverse patient effects were reported. Currently, this ICD system remains in service.